Manufacturer narrative:
There was a rf pic failed self-test error alarm during the self-test due to a faulty y1 on the radio frequency board. The unit had a minor scratched lcd window, a cracked case at the display window corner, and a cracked reservoir tube lip.(B)(4)

Event description:
A diabetes clinical manager called in to report for the customer of a rf pic failed selftest error alarm and that they were not able to upload date from the insulin pump. The customer reported that the issue has been present for a few months and has not been able to use his meter or sensors. The customer's blood glucose level was unknown. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.